Event description:
An adverse event was reported, on 28jul2025 involving a field service engineer (fse). A beckman coulter field service engineer (fse) while working on the power express (pe) assisted a customer remove a tube cap from pe recapper sustained injury on fingers. The fse reported that the pe recapper clamped down unexpectedly causing her finger to get stuck. She had the door open on the system which prevents movement, however, there was residual pneumatic air pressure built up which caused it to clamp on her finger resulting in swelling and bleeding. She was also exposed to blood from the tube, due to the blood exposure. The fse sought medical attention due to this event. At the clinical the fse was prescribed antiviral medication, nausea medication, and antibodies; in addition to being given a splint for her index finger.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was onsite when the injury occurred. The fse sustained injury on his fingers when assisting the customer removed a clamped cap on their recapper power express. The recapper unexpectedly clamped down on fingers causing finger to get stuck which resulted in swelling and bleed from fingers and exposure to tube blood. The cause of the injury was identified as fse error, due to failing to install a mechanical block on pe recapper to prevent stored kinetic force from releasing. Per current revision of power express service manual section 1.3.7, it states: "safely release kinetic energy or install mechanical blocks to prevent stored kinetic force from releasing components that could cause an injury. For example, stored energy in a coiled spring compressed air or gases: safely release compressed air or gases to prevent them from releasing components that could cause an injury." Due to incident the fse sought medical attention. The fse sustained lacerations and bruising to their right index finger, left index finger, and left thumb. The clinic performed x-rays on finger and was given splint for her index finger. In addition, the fse was prescribed antiviral medication, nausea medication, and antibodies to resolve the issue. The fse was also given work restrictions which indicates they are not to work until it heals. No other harm has been reported. Section a2, a4, a5 and a6: information not provided. The beckman coulter identifier is (B)(4).